Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the device was returned due to backup vvi operation. Analysis confirmed normal device characteristics. No anomaly was noted.

Event description:
It was reported that during an upgrade procedure to a dual chamber pulse generator, the single chamber pulse generator exhibited back up vvi operation. The changeout was completed successfully.